Event description:
During a ptca / stenting treatment procedure, the quantum maverick monorail 15/3.75 mm balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a 6f terumo introducer sheath for vascular access and a route guidewire and a 6f heartrail jl4 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of an unspecified type of stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.